Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 500 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity. It was reported that when the patient was in the hospital to get the implant, the average amount they started with was too much for the patient. The patient was in a little longer until they straightened it out. The patient had a successful trial. It was stated that the patient has had an issue of spasticity since the patient had been in an accident and coma that created a head injury in (B)(6) 2013. This was stated as a preexisting condition. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported no overdose happened. The patient¿s wife was confused. The patient was getting oral baclofen at the same time to prevent withdrawal and cyproheptadine. A back table prime was performed at the implant. The intrathecal baclofen dose was titrated, and oral medications were weaned down.

Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID 8840 unknown implanted: explanted: product type programmer, physician product ID 8870 unknown implanted: explanted: product type software. If information is provided in the future, a supplemental report will be issued.